Manufacturer narrative:
H.6. Investigation: a (B)(4) sample was not available for investigation of this feedback; however the customer indicates a drop of cytotoxic drug was identified to leak from the texium component following disconnection from a vial access device. A review of the production records for lot 92013401 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h.10.

Event description:
It was reported that texium needle-free syringe, 50 ml leaked. The following information was provided by the initial reporter: during the preparation of a fluorouracil elastomer under a hood with vertical flow, the drug was aspirated into the syringe and then transferred into the elastomer. When the syringe is detached from the bottle, the technician observes a leakage of the drug from the male luer of the syringe. The drops of the drug (cytotoxic) fell onto gauze soaked in 70% alcohol on the work surface of the hood, without causing any spillage and/or contamination of the personnel. I report there was no harm for the patient and/or the personnel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that texium needle-free syringe, 50 ml leaked. The following information was provided by the initial reporter: during the preparation of a fluorouracil elastomer under a hood with vertical flow, the drug was aspirated into the syringe and then transferred into the elastomer. When the syringe is detached from the bottle, the technician observes a leakage of the drug from the male luer of the syringe. The drops of the drug (cytotoxic) fell onto gauze soaked in 70% alcohol on the work surface of the hood, without causing any spillage and/or contamination of the personnel. I report there was no harm for the patient and/or the personnel.